Event description:
It was reported that the pt has periodic pain in the right hip. He states that his pain is minimal at this time. He is a hairdresser and stands on his feet for long periods. He can't take off from work because he won't get pain. He just rec'd the letter and has not yet scheduled an appointment with his dr.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with theses devices. The reported event is considered to be under the scope of this recall.